Event description:
A report was rec'd that after eight days in use the cuff would not inflate. Replacement was required. No incident related med sequela was reported.

Manufacturer narrative:
Smiths medical has rec'd the sample device. A full eval is anticipated, but not yet begun as the device is in transit to the investigation site. Smiths medical will file a f/u report detailing the results of the eval once it is completed.